Event description:
On (B)(6), 2007, the pt received a hip transplant using the depuy pinnacle device. After rehabilitation from the surgery and physical therapy, the pt experienced normal use of her leg for a few months. However, less than a yr following the surgery, the pt began to feel increasingly severe pain. She had difficulty lifting her foot, which resulted in a fall which fractured a wrist that required surgery. After attempting to control the pain with physical therapy and medication, she sought medical advice. X-rays revealed that the stainless steel ball of the depuy device was abrading and wearing away bone from around the socket. Blood tests revealed that the concentration of chromium in her blood was almost ten times normal. The pt scheduled hip revision to remove and replace the faulty device before she was informed that the device had been recalled. Event abated after use stopped: yes.